Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that when unlocking the touchscreen, the pump would display the load fill tubing screen despite the customer not initiating the load fill tubing process. Customer¿s blood glucose level ranged from 162-163 mg/dl. The customer reverted to an alternate method in insulin therapy.